Event description:
It was reported that battery level decreased unexpectedly. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, and no corrective actions or additional information were obtained.